Event description:
Discordant, falsely low calcium (ca) results were obtained on two patient samples tested on an advia 1800 instrument. The discordant results were reported to the physician(s), who questioned the initial result for patient 2. The sample for patient 1 was repeated on the same instrument and on three alternate instruments, all resulting higher than the initial result. A new sample was drawn from patient 2 and tested on an alternate instrument, resulting higher than the initial result. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low ca results.

Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. The cse checked the probe and the mixer alignments. The cse cleaned the wash up/down and the dilution wash up/down lines. The cse then replaced the sample and the reagent 1 pumps, but were still getting intermittent discordant results. The cse replaced a damaged drier nozzle and a sample probe pump. The cse performed wash 2 and ran a precision test for calcium in replicates of forty, which was acceptable. The cse also ran quality controls, which were within acceptable ranges. The cause of discordant, falsely low ca results on two patient samples is unknown. This instrument is performing according to specifications. No further evaluation of the device is required.